Event description:
It was reported that a patient, underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered cardiac perforation. There is no further information about the hospitalization and if any additional intervention was performed. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. Follow up investigation was made to obtain clarification to this complaint. However, no further information was provided.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: unknown, serial #: unknown; product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown; (B)(4).